Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, g3, g6, h2, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. Attempts have been made to gather all product information and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
A retrospective journal article was retrieved from orthopaedics & traumatology: surgery & research that reported a study from turkey. The purpose of the study was to demonstrate whether transverse or step-cut osteotomy is superior in hips who undergo arthroplasty for high riding hip dysplasia. The study reviewed the challenges and complications encountered during 99 hips/90 patients (9 bilateral/81 unilateral) (50 right/49 left), cementless total hip arthroplasties combined with transverse or step-cut shortening osteotomies performed for crowe iii (16) and IV (83) dysplastic hips. The surgeries were performed between 2007-2019 using a posterolateral approach in 43 surgeries and a direct lateral hardinge approach in 56 surgeries. A percutaneous adductor tenotomy was performed to release excessive adductor contracture in 21 cases prior to positioning the patient in the lateral decubitus position and an iliopsoas tenotomy was added in 11 cases. Step-cut osteotomy was performed in 64 hips and transverse in 35 hips. All femoral stems were cementless, and two types of femoral stems were applied based on the surgeon¿s experience and preference. All acetabulums were implanted using an acetabular shell and were installed in the true acetabulum with the support of augmentation screws. Acetabular cup size was a mean of 46 mm and head size was mostly 28 and 32 mm. The bilateral hip surgeries were staged with at least three months interval between. The study reported the patient underwent a total hip arthroplasty. Subsequently, patient underwent a revision procedure 1 week post op due to acetabular failure. There is no further information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: turkey. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Necmettin turgut, mehmet erdem, ahmet can erdem, levent bayam, suat batar, necdet saglam, deniz gülabi, is step-cut shortening osteotomy a better choice than transverse osteotomy for total hip arthroplasty for crowe type iii-IV hip dysplasia? Orthopaedics & traumatology: surgery & research, volume 110, issue 6, 2024, 103883, issn 1877-0568, https://doi.org/10.1016/j.otsr.2024.103883.